Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the keypad is intact and all keys are responsive. Removed the keypad cover; no contamination was found under the key contacts. No button contact defects were observed. Removed the pump cover; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. Investigators were unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.